Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels that does inhibit pacing. Shocking and pacing impedance and threshold values are normal, however atrial impedance is reported at out-of-range.the patient is currently in ICU, and the noise cannot be evoked due to patient condition.